Event description:
Infection control noted that nicu babies with positive cultures for pseudomonas had all gone for echocardiograms. Investigation lead to culturing the gel. Ultrasound gel comes in 5 liter containers with 8 oz refillable bottles. Bottles are topped off and not capped. 8 oz bottles and 5 liter bottles tested positive for the pseudomonas organism. A new unopened container was sent out for culture - results are pending. Four areas of the hospital use the refillable bottles, the rest of the hospital buys the 8 oz bottle. Infection control discourages topping off any fluids. It is not known for sure if the ultrasound gel was the source of the nicu babies' infections as it is a common organism. Investigation and testing is ongoing.